Event description:
It was reported that. The patient stated that the device is cumbersome. The sflx coil 5 is too big and the sflx coil 4 is too small. The device is keeping her up at night. The patient stated that her leg hurts while she was treating, but not all the time. The patient has not increased her daily activity. The pain is below the skin's surface. The patient did not speak to her doctor. The patient does not want to have surgery again. The pain level is a 4. The patient has an appointment with her doctor at the end of march. An extra velcro was sent to try to keep the coil in place. It was later reported that the patient was switched from the bhs assembly to the orthopak assembly by her physician. This is considered medical intervention and this complaint is considered reportable. The patient later reported that she had pain with the sflx 5 coil.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Event description:
It was reported that. The patient stated that the device is cumbersome. The sflx coil 5 is too big and the sflx coil 4 is too small. The device is keeping her up at night. The patient stated that her leg hurts while she was treating, but not all the time. The patient has not increased her daily activity. The pain is below the skin's surface. The patient did not speak to her doctor. The patient does not want to have surgery again. The pain level is a 4. The patient has an appointment with her doctor at the end of march. An extra velcro was sent to try to keep the coil in place. It was later reported that the patient was switched from the bhs assembly to the orthopak assembly by her physician. This is considered medical intervention and this complaint is considered reportable. The patient later reported that she had pain with the sflx 5 coil.

Manufacturer narrative:
Corrections - b2: required intervention, b4: date of this report added, d3: manufacturer address and email address, g1: contact office and manufacturer site, g3, g6: report type, h6: device code and impact code additional information - d9: device available for evaluation and returned to manufacturer date, h2, h3, h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative, h11 the bhs controller was received for evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The compliance data was downloaded for the bhs controller. The compliance data indicates that the unit treated for 79 hours and was used for 10 days. Review of the DHR indicates that the unit was manufactured on october 24, 2023. No abnormal conditions were reported. The unit ran burn-in with sample coil stand alone for ten (10) hours with ac adapter and (10) hours without an ac adapter without a problem. The compliance data was downloaded after the burn in test. The compliance report did accurately record the additional treatment time from the burn in test. Review of the signal was performed and the measurements were within specification. Refer to the technical data sheet in the investigation section. Calibration information: all tests inspections were completed using tektronix oscilloscope ID (B)(4) with calibration due on may 20, 2025 and tf0804.c08 which does not require a calibration due date. Test/inspections were completed by the quality department on the date of july 8, 2024. The failure was not confirmed for the reported condition of "pain with bhs and coil". The controller was tested and operates as intended. Review of complaint history identified (17) total complaints from ((jan 16, 2023) to (jan 16, 2024)) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.